Event description:
It was reported that this patient was hospitalized as they received several shocks for ventricular tachycardia episodes. Device interrogation revealed a code 1005, indicating an open circuit condition, with high out of range shock impedance measurements associated. Testing and x-ray imaging did not show any indication of lead impairment, but a potential right ventricular (rv) lead conductor fracture is suspected. Engineering performed data analysis, which confirmed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault. The analysis indicated that there is no evidence of a device problem in the data. Additionally, the shock impedance data has had variability with impedance spikes and changes in the average measurement. At this time, the data appears to point to a lead concern only. No adverse patient effects were reported. Evidence suggests that this rv lead remains in service.

Event description:
It was reported that this patient was hospitalized as they received several shocks for ventricular tachycardia episodes. Device interrogation revealed a code 1005, indicating an open circuit condition, with high out of range shock impedance measurements associated. Testing and x-ray imaging did not show any indication of lead impairment, but a potential right ventricular (rv) lead conductor fracture is suspected. Engineering performed data analysis, which confirmed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault. The analysis indicated that there is no evidence of a device problem in the data. Additionally, the shock impedance data has had variability with impedance spikes and changes in the average measurement. At this time, the data appears to point to a lead concern only. No adverse patient effects were reported. Evidence suggests that this rv lead remains in service. The cause of the high out of range shock impedance is unknown at this time. Evidence suggests that this lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid in the helix housing, and marks were seen on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Additionally, a stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was hospitalized as they received several shocks for ventricular tachycardia episodes. Device interrogation revealed a code 1005, indicating an open circuit condition, with high out of range shock impedance measurements associated. Testing and x-ray imaging did not show any indication of lead impairment, but a potential right ventricular (rv) lead conductor fracture is suspected. Engineering performed data analysis, which confirmed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault. The analysis indicated that there is no evidence of a device problem in the data. Additionally, the shock impedance data has had variability with impedance spikes and changes in the average measurement. At this time, the data appears to point to a lead concern only. No adverse patient effects were reported. Evidence suggests that this rv lead remains in service. The cause of the high out of range shock impedance is unknown at this time. Evidence suggests that this lead remains in service. Additional information was received indicating that this patient was hospitalized again as they allegedly received a shock from the device, but the hcp was not able to find any stored episodes with therapy. Data analysis was reviewed and only a recent episode with therapy delivered for what appears to be atrial fibrillation (af) with rapid ventricular response (rvr) was found. Upon further review, ts determined that after the initially reported code 1005 code was identified, the stored episodes were incorrectly labelled as no therapy when all contained shocks. Additionally, it was discussed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault, so the data appears to point to a lead integrity concern only. A troubleshooting guide was provided to exclude lead impairment. The rv lead remains in service and no adverse patient effects were reported. Additional information received from the field indicates this system presented difficulties to convert an arrhythmia. High pacing threshold measurements were also observed. A lead integrity test was performed and passed, but the physician made the decision to replace both the implantable device and this lead to avoid further complications. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this patient was hospitalized as they received several shocks for ventricular tachycardia episodes. Device interrogation revealed a code 1005, indicating an open circuit condition, with high out of range shock impedance measurements associated. Testing and x-ray imaging did not show any indication of lead impairment, but a potential right ventricular (rv) lead conductor fracture is suspected. Engineering performed data analysis, which confirmed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault. The analysis indicated that there is no evidence of a device problem in the data. Additionally, the shock impedance data has had variability with impedance spikes and changes in the average measurement. At this time, the data appears to point to a lead concern only. No adverse patient effects were reported. Evidence suggests that this rv lead remains in service. The cause of the high out of range shock impedance is unknown at this time. Evidence suggests that this lead remains in service. Additional information was received indicating that this patient was hospitalized again as they allegedly received a shock from the device, but the hcp was not able to find any stored episodes with therapy. Data analysis was reviewed and only a recent episode with therapy delivered for what appears to be atrial fibrillation (af) with rapid ventricular response (rvr) was found. Upon further review, ts determined that after the initially reported code 1005 code was identified, the stored episodes were incorrectly labelled as no therapy when all contained shocks. Additionally, it was discussed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault, so the data appears to point to a lead integrity concern only. A troubleshooting guide was provided to exclude lead impairment. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient was hospitalized as they received several shocks for ventricular tachycardia episodes. Device interrogation revealed a code 1005, indicating an open circuit condition, with high out of range shock impedance measurements associated. Testing and x-ray imaging did not show any indication of lead impairment, but a potential right ventricular (rv) lead conductor fracture is suspected. Engineering performed data analysis, which confirmed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault. The analysis indicated that there is no evidence of a device problem in the data. Additionally, the shock impedance data has had variability with impedance spikes and changes in the average measurement. At this time, the data appears to point to a lead concern only. No adverse patient effects were reported. Evidence suggests that this rv lead remains in service. The cause of the high out of range shock impedance is unknown at this time. Evidence suggests that this lead remains in service. The complaint device remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk of device.

Event description:
It was reported that this patient was hospitalized as they received several shocks for ventricular tachycardia episodes. Device interrogation revealed a code 1005, indicating an open circuit condition, with high out of range shock impedance measurements associated. Testing and x-ray imaging did not show any indication of lead impairment, but a potential right ventricular (rv) lead conductor fracture is suspected. Engineering performed data analysis, which confirmed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault. The analysis indicated that there is no evidence of a device problem in the data. Additionally, the shock impedance data has had variability with impedance spikes and changes in the average measurement. At this time, the data appears to point to a lead concern only. No adverse patient effects were reported. Evidence suggests that this rv lead remains in service. The cause of the high out of range shock impedance is unknown at this time. Evidence suggests that this lead remains in service. Additional information was received indicating that this patient was hospitalized again as they allegedly received a shock from the device, but the hcp was not able to find any stored episodes with therapy. Data analysis was reviewed and only a recent episode with therapy delivered for what appears to be atrial fibrillation (af) with rapid ventricular response (rvr) was found. Upon further review, ts determined that after the initially reported code 1005 code was identified, the stored episodes were incorrectly labelled as no therapy when all contained shocks. Additionally, it was discussed that the battery diagnostics are normal, the charging data has no suspicious values, and there are successful charges after the fault, so the data appears to point to a lead integrity concern only. A troubleshooting guide was provided to exclude lead impairment. The rv lead remains in service and no adverse patient effects were reported. Additional information received from the field indicates this system presented difficulties to convert an arrhythmia. High pacing threshold measurements were also observed. A lead integrity test was performed and passed, but the physician made the decision to replace both the implantable device and this lead to avoid further complications. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.